Event description:
The ge oec 9800 fluoroscopy system with a remote user interface (rui) for motorized c-arm movements would not function correctly. Additionally, the removable pc card would not operate correctly to remove media.

Manufacturer narrative:
A ge oec service rep investigated the issue and repaired the remote user interface (rui) to restore motorized positioning functionality. A replacement removeable pc drive was ordered and installed by the customer. The system, specific to the rui, was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.